Event description:
A report was rec'd that prior to use the y adapter shape of the closed suction system was strange and could not be connected to the endotracheal tube. No pt injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.